Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Further explanation of event: the date of event in not known. However it is recorded that a brain surgery was performed on (B)(6) 2018 with this device with no reported issue. Therefore is assumed that the part was damaged between the surgery performed on (B)(6) 2018 and the date the damage was identified by the nurse, on (B)(6) 2018. Therefore the earliest date, (B)(6) 2018, was indicated.

Event description:
It was reported that a nurse found that the mayfield head holder adaptor tightening screw was bent. The damage was noticed while the part was stored outside of the or.

Manufacturer narrative:
It was reported that the screw of the mayfield adaptor was bent. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. The product was not returned for investigation as its location is unknown. Therefore the root cause of the damaged remains unknown. (B)(4).

Event description:
It was reported that a nurse found that the mayfield head holder adaptor tightening screw was bent. The damage was noticed while the part was stored outside of the or.